Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and was able to reproduce the event in the reported problem area of the osp washer assembly. The wash manifold was replaced. The instrument was inspected, tested without further problems, and returned to service.